Event description:
It was reported that low out of range impedances of 39 ohms was measured on electrode pair 0-2. During an implantable neurostimulator (ins) replacement due to normal battery depletion a short was found on 0-2. All other impedances were measured to be within normal range. The patient did not have any issues with therapy and they were programmed on c+, 1-. The short remained after the ins was replaced, but the patient did not have any issues following the procedure. The low impedances had not resolved and the cause of the impedance issue was not determined. There were no lead fractures noted and no troubleshooting, intervention, or other actions had been taken. The patient was receiving effective therapy. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-05009 and 3004209178-2015-05010.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0ansh, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v022472, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. (B)(4).